Event description:
It is reported that the 30 mm drill bit broke while drilling a screwhole in acetabulum. No harm to pt.

Manufacturer narrative:
Evaluation summary: it is unk if the proper surgical technique for using this drill bit was followed. The mating instrumentation that was used is also unk. The fracture could have been caused by an excessive bending moment of the shaft, excessive torque, or the condition of the pt¿s bone. Based on the info provided, a definitive cause for this event cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.